Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. However, device evaluation found flooding to the cable and connectors. A device history review of the current product was conducted, and no problems were found. The instructions for use (IFU) for this device indicates: endoscopic image disappearance and freezing warning please strictly observe the following items. Endoscopic images may disappear unexpectedly during an examination, or the freeze may not be released. Do not clean, disinfect, sterilize, or store this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and damaging the electrical circuitry inside the product due to water leakage. Be very careful not to scratch the camera cable with sharp objects. Do not bump or drop this product. Water leakage may damage the electrical circuits inside the product. If the camera cable is curled up, do not pull it forcibly, but straighten it gradually. There is a possibility that the camera cable will break. Do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. When wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. Doing so may cause the camera cable to break. Hold the camera head, not the camera cable, while operating the endoscope. There is a possibility that the camera cable may break. Do not secure the camera cable using a pair of pins or the like. There is a possibility that the camera cable may break. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the camera head has a "suspected wire broken". There were no reports of patient harm.